Event description:
A report was received that the patient was having bloody-stained serous drainage. Further examination of the ipg incision revealed the defect through which the drainage was taking place. The patient will undergo an ipg site revision to allow proper healing and stop the drainage.

Event description:
A report was received that the patient was having bloody-stained serous drainage. Further examination of the ipg incision revealed the defect through which the drainage was taking place. The patient will undergo an ipg site revision to allow proper healing and stop the drainage.

Manufacturer narrative:
Additional information was received that a revision procedure is no longer necessary as the patient's wound healed. The patient was prescribed silva gel to assist in healing.